Manufacturer narrative:
Reported event of no lv output was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including telemetry and output tests, found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon device interrogation during the procedure, it was noted that the pacemaker exhibited no low-voltage output. Multiple attempts of troubleshooting were performed, but the issue persisted. The pacemaker was not used and replaced. The patient remained in stable condition.